Manufacturer narrative:
Other batteries involved in this event: battery/(B)(4); exp date: 09/30/2015. Battery/(B)(4); exp date: 11/30/2015. Battery/(B)(4); exp date: 12/31/2015. Battery/(B)(4); exp date: 01/31/2016. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the patient that the battery was switching from one power port to the other earlier than expected. The batteries were exchanged with no effect on the patient. No additional information was provided.

Manufacturer narrative:
Five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed occurrences of premature power switching events prior to batteries reaching the 25% rsoc threshold. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The controller serial number (B)(4), which provided the logs for this analysis, did not log any alarms within the analyzed period. The smr software has a feature that identifies if a power switching event occurred due to a communication error or momentary disconnection. Power switching due to momentary or temporary battery disconnections are characterized by values of capacity 202 or above. Communication errors are characterized by values of capacity ranging from 101 to 201. Review of thee log files revealed several occurrences of power switching events due to communication errors and momentary disconnects. The following batteries were involved during the power switching events due to momentary battery disconnections: (B)(4). The following batteries were involved during the power switching events due to loss of communication between battery and controller: (B)(4). - (B)(4) is being investigated under MFR# 3007042319-2016-03710. - (B)(4) is being investigated under MFR# 3007042319-2016-02883. The controller (B)(4) involved in this event is being requested to be returned to the manufacturer facility for evaluation under MFR# 3007042319-2016-04386. The initial report was submitted on 13 december 2016 and no bfarm reference has been assigned to it yet. Battery - (B)(4) - expiration date: 09/30/2015 - device manufacture date: 09/19/2014, (B)(4). (B)(4) - received: 07/08/2016, battery - (B)(4)- expiration date: 11/30/2015 - device manufacture date: 11/25/2014, (B)(4). (B)(4) - received: 07/08/2016, battery - (B)(4)- expiration date: 12/31/2015 - device manufacture date: 12/20/2014, (B)(4). (B)(4) - received: 07/08/2016, battery - (B)(4) - expiration date: 01/31/2016 - device manufacture date: 01/30/2015, (B)(4). (B)(4) - received: 07/08/2016. (B)(4).